Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2012. According to the complainant, the cautery pin was noted to be loose, and the device consequently failed to transmit current inside the patient. The procedure was completed with another rotatable oval snare. It was reported that there was no visible damage to the cautery pin. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2012. According to the complainant, the cautery pin was noted to be loose, and the device consequently failed to transmit current inside the patient. The procedure was completed with another rotatable oval snare. It was reported that there was no visible damage to the cautery pin. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Manufacturer narrative:
Visual evaluation of the returned device found no issues; the cautery pin was securely attached to the handle per specifications. The device extended and retracted as intended during functional testing, and electrical testing confirmed the device also met the resistance specification. The condition of the returned device was not consistent with the complaint that the cautery pin was loose and the device failed to transmit current; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Reported event: loose cautery pin. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.